Event description:
Revision surgery. Metallosis 12 months post op. Wear of acetabular cup and xl head.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.